Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and hospitalization. Customer's blood glucose level was 536 mg/dl. Customer treated their high blood glucose levels via insulin pump and manual injection. Customer's current blood glucose level was 409 mg/dl. Customer went to the emergency room of (B)(6) hospital at 3:00 pm. Customer advised they removed their infusion set and the product had a bent cannula which may have resulted in high blood glucose levels. Customer declined to troubleshoot for high blood glucose levels. The insulin pump will not be returned for analysis. Frn-model unknown ¿ reservoir, infusion set, unomedical infusion set.